Manufacturer narrative:
(B)(4)

Event description:
It was reported that out of range threshold measurements were observed on the lead. Lead was explanted and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.